Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bioprosthetic valve replacement procedure involving the valve 310c29 mosaic mitral cinch 29mm, intraoperative ultrasound detected regurgitation at the junction of two valve leaflets near the base of the suture between the valve leaflets and the valve frame. The valve was explanted and replaced with a new one during the same procedure. Subsequent ultrasound examination confirmed normal function without regurgitation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the product malfunctioned, was fully sutured and tested prior to removal. No patient complications have been reported as a result of this event.